Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer, who is an adolescent, reported receiving an unspecified higher reading from her adc freestyle libre sensor than an unspecified reading received from a meter, during the first 24-hours of wear. While gathering information during the call, customer spontaneously mentioned glucagon, without specifying who administered it, sounding as if she were joking. The agent asked to speak with an adult and her sister got on the call, but when she was asked to provide details of the medical event, she disconnected the call. Multiple, unsuccessful attempts have been made to gather additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer, who is an adolescent, reported receiving an unspecified higher reading from her adc freestyle libre sensor than an unspecified reading received from a meter, during the first 24-hours of wear. While gathering information during the call, customer spontaneously mentioned glucagon, without specifying who administered it, sounding as if she were joking. The agent asked to speak with an adult and her sister got on the call, but when she was asked to provide details of the medical event, she disconnected the call. Multiple, unsuccessful attempts have been made to gather additional information. There was no report of death or permanent injury associated with this event.